Manufacturer narrative:
Customer complaint notes, stated failed battery alarm. Unit received with blank display, problem isolated to mother board. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Unit unable download to thds due to mother boards. Unable to perform operating currents, self-test, a21 alarm and displacement test or verify failed battery alarm due to blank display. Insulin pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.